Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4524 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that a lead alert went off for low impedance on the right ventricular (rv) lead. The patient went to the hospital for a checkup and will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.